Manufacturer narrative:
A kink was observed on the exposed portion of the cannula. Fluid diverted through the kinked portion of the exposed soft cannula during fluid path testing upon occluding the distal tip of the soft cannula. It could not be determined how or when the cannula was damaged. No other abnormalities were found with the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod and pen correction.